Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to metallosis with elevated ion levels. The head and liner were revised. Update (B)(6) 2018: rep reported that trunnionosis and wear were reported to him by the surgeon. Neither was reported as excessive.

Manufacturer narrative:
An event regarding altr and abnormal ion levels involving a metal head mated with an unknown accolade stem was reported. The material analysis report confirmed the presence of corrosion product on the metal head but altr and abnormal ion levels were not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report and noted the following: visual analysis: the returned devices are shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The articulating and distal surfaces of the head are shown in figures 3 and 4, respectively. Damage consistent with the explantation process was observed on the head. The taper of the head is shown in figures 5 and 6, with debris being observed. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. A detailed image of the proximal end of the taper in shown in figure 7, with a step being observed. Material analysis: sem analysis: energy-dispersive spectroscopy (eds) analysis was performed on the head and debris (figures 11 and 12, respectively). Elemental constituents of the head included co-cr-mo, which are consistent with astm f1537. Elemental constituents of the debris included o-cr-mo-p-ti-co-ca. The high peaks of cr and mo compared to co is consistent with a corrosion product. Ca-p is consistent with biological material. Ti is consistent with material transfer from a hip stem. O is consistent with the formation of an oxide. Conclusion: debris was observed on the taper of the head. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Eds showed the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material, material transfer from a hip stem and oxide formation. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of ncand CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's right hip was revised due to metallosis with elevated ion levels. The head and liner were revised. Update on (B)(6) 2018: rep reported that trunnionosis and wear were reported to him by the surgeon. Neither was reported as excessive. Update 26 june, 2018: mar confirmed corrosion of the metal head and also confirmed wear (material transfer) of the unknown accolade stem. Eds showed the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, biological material, material transfer from a hip stem and oxide formation.